Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As a result of the investigation and the condition of the device, it is believed that this event occurred due to device deterioration over time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as the plastic cover for the power button was cracked and broken. Additionally, the bottom chassis, top cover plate, and air pump were all rusty. Air was noted in the join connector unit, and the suction cups were worn out. The aforementioned components were replaced, successfully tested, and the unit was returned to the customer on (B)(6) 2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the olympus scope maintenance unit's power button was "broken". There was no patient harm or consequence reported as a result of this event.